Event description:
It was reported that a patient was being referred for full replacement surgery due to the patient's high impedance identified on (B)(6) 2016. The patient's generator was reportedly going to be replaced prophylactically. No known surgical intervention has occurred to date.

Event description:
The lead and generator were both replaced on (B)(6) 2016. The post-op impedance values were within normal limits. After explant, both products were reportedly discarded.